Event description:
It was reported by service report that the right siderail will not raise or lock into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: glide rod.